Event description:
The instrument was difficult to fire, produced poor staple formation and was difficult to open. A second resection was performed and a temporary colostomy was performed. Procedure: deep anterior resection.